Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Exemption number: e2014012. Manufacturing site evaluation: inventory review: the stock was reviewed and it was verified that to date we do not have available units of this product code and lot in reference. Quantity produced / imported: this product code and batch number is (B)(4) units in total. Distributed quantity: the traceability of this product / lot is carried out and it is identified that the units marketed to date have been distributed to (B)(4) customers; of the cities of (B)(4); likewise, three exports were made to (B)(4). Background: the database of complaints was reviewed and it was verified that to date there are no reports related to this product code and lot number and cause. Batch record: the documentation corresponding to the manufacture of the lot was reviewed and no deviations or alterations were evidenced during the process. Analysis of sample (s): the samples received were visually inspected, were in their original unopened, unopened packaging. The samples were subjected to a tensile strength test at the node: result: average: 0.61 kgf (usp requirement: 0.38 kgf). No fraying occurred during thread tension. Conclusions: although the results of the samples received comply with the OEM specifications, note of this incident is taken in order to evaluate if new or additional actions are needed. Actions: in accordance with our internal procedures, there is no need to establish corrective or preventive actions. However, this complaint is recorded in the trend analysis to assess whether actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that the suture was frayed.